Event description:
Following surgery in 2000, patient had numerous problems including pain around surgery site, dizziness and nausea. These problems never resolved. Because the patient could not function in patient's daily life due to the dizziness, the patient elected to be explanted.